Event description:
Reference MFR report: 1627487-2019-05910, 1627487-2019-05912. It was reported that the patient experienced high impedances at the leads, leading to ineffective therapy. In turn, the system was explanted and replaced, which addressed the issue.